Manufacturer narrative:
Method: the returned complaint temperature/flow probe was visually inspected and performance tested. The complainant has not provided any further information with regard to the "excessive" condensation and we have not been able to obtain any further information. Results: the visual inspection revealed no physical damages. The accuracy of the temperature/flow probe was tested and the chamber thermistor was found to be reading a lower temperature than being supplied. The airway thermistor was found to be within specification for this product. A lot check could not be performed as no lot number was provided. Conclusion: the temperature/flow probe is a reusable device inserted into the breathing circuit which sends temperature and flow information by way of electrical feedback to the humidifier. The lower temperature reading of the chamber thermistor can cause the humidifier to produce more humidity. In the presence of the right environmental conditions this can cause increased condensation, as observed by the complainant. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. However, no further information could be obtained with regard to the "excessive" condensation observed and in this case no patient consequence was reported. The amount of condensate in the ventilation system can also be influenced by multiple setup and environmental factors. Should we receive further information with regard to this complaint, we will provide a follow-up report accordingly.

Event description:
A patient reported that an 900mr869 temperature/flow probe was "misreading" the temperature and causing "excessive condensate". No patient consequence was reported.